Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The complaint of the under responsive ok keypad button was not duplicated during investigation. The keypad was removed and there was no contamination or physical damage found to the button contacts.